Manufacturer narrative:
A2: please note that the age is based off average age of patient involved in this event. A3a: please note that the gender is based off as per the majority of patients. B3: please note that this date is based off the date of publication of article as the event dates were not provided in the published article. Michal ziga, ahmed el-garci, julia mahler, evangelos kogias, rainer schlichtherle, oliver bozinov, martin n. Stienen, and yashar naseri. ¿minimally invasive tubular versus conventional open microsurgery of the lumbar spine for degenerative disorders.¿, the egyptian journal of neurology, psychiatry and neurosurgery. Doi.org/10.1186/s41983-024-00927 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding minimally invasive tubular versus conventional open microsurgery of the lumbar spine for degenerative disorders. The following medtronic devices were used: metrx system. Among the metrx system patient's adverse events included lumbar disc herniation recurrence occurred in 3 patients, cerebrospinal fluid leakage, wound infection/dehiscence in 1, instability in 2 and facet joint syndrome in 9 patients occurred. 6 patients appeared for re-admission & revision surgery. No further information was provided pertaining to medtronic products.